Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator was far r wave oversensing triggering inappropriate mode switch. Programming changes were recommended, but the physician chose to not make the changes, and would continue to monitor the patient. The patient was stable.